Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range <26.2 pg/ml): (B)(6) 2023 sample ID 9 initial = 139.9 pg/ml, repeat = 148.6 pg/ml, repeat result on beckman platform = 0.0035 ng/ml (3.5 pg/ml) (reference range <0.0198 ng/ml/19.8 pg/ml) the patient has bradycardia and t-wave abnormalities on the electrocardiogram. No impact to patient management was reported.

Manufacturer narrative:
Section d4 - expiration date updated from blank to 2/29/2024. Section h4 - device mfg date updated from blank to 9/19/2023. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. In-house accuracy testing was completed using retained samples of the complaint lot. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent kit, lot number 56448ud01, was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range <26.2 pg/ml): (B)(6) 2023 sample ID (B)(6) initial = 139.9 pg/ml, repeat = 148.6 pg/ml, repeat result on beckman platform = 0.0035 ng/ml (3.5 pg/ml) (reference range <0.0198 ng/ml/19.8 pg/ml). The patient has bradycardia and t-wave abnormalities on the electrocardiogram. No impact to patient management was reported.